Event description:
Check patients' blood sugar approx. 2hrs after hanging tpn (total parenteral nutrition). Found blood sugar to be 33. Recheck blood sugar and resulted the same. Found linen to be wet and saw leaking from hub. Assessed hub which connected fluids to PICC line. Hub was tightly closed but still appeared to be leaking. Changed connections, properly secured attachments, flushed PICC (peripherally inserted central catheter) lines successfully with normal saline and continued fluids. Check patients' blood sugar 30mins after, blood sugar was 70.